Event description:
It was reported that the customer had an unspecified cartridge issue. Reportedly, customer reloaded the cartridge and resumed insulin therapy. There was no reported adverse impact to the customer's blood glucose level.